Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's family member contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in the morning the week prior to contacting lfs. The patient manages his diabetes with insulin (self adjuster); however, according to the reporter the patient consumed more food/drink on (B)(6) 2011 at 4pm, and thirty minutes later the patient experienced symptoms of sweating and felt hot and cold. The reporter denied the patient received any medical intervention following the alleged meter issue. During troubleshooting, the csr noted that the subject meter turns on manually with the power button and with the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.